Event description:
The customer stated that the (B)(4) multi-gas unit (used for measurement of anesthetic gas agents, oxygen, or co2) gave a failed gas module error during clinical use. MFR ref#: 8030229-2015-00060.